Event description:
It was reported that a pump alarm occurred during the loading process, declared as alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump was arranged by technical support. The customer was advised to use multiple daily injections as a backup therapy and was instructed on the return process for the faulty pump.